Event description:
Had reaction to euflexxa [adverse reaction]. Case description: this serious spontaneous device report was received from a consumer in the united states. The pt, (gender and age unspecified) experienced a reaction to euflexxa (1% sodium hyaluronate) use for unk indication. Lot number: unspecified. Expiration date: unspecified. On unspecified date, the pt initiated euflexxa for an unk indication. The pt was hospitalized for three weeks due to reaction. The reporter further stated that she was unsure if the pt took euflexxa or synvisc (hylan g-f 20). No further info was available. At the time of reporting, it was unk if the pt recovered from the reported event. It was unk if the pt completed euflexxa therapy. Medical history was not provided. Concomitant medications were not provided. Sender comment: the info provided in this report is very minimal and the reaction was unspecified. The causality per the company is unassessable.